Event description:
It was reported that there was an air in line alarm when there is no air in the tubing set. The event occurred during testing. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. All tamper seals were intact, no external damage found. A review of the event history log confirmed the reported event with 2 events of " pm medium alarm displayed: cannot start pump" the customer stated problem was confirmed. During power up and testing, the device failed air detector sensor calibration test. It determined that the air detector sensor was inoperable and the cause of the issue. The air detector was replaced to resolve the issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.